Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: multiple air in line alarms interrupting care. Air bubble and air accumulation. Pt was discharged on 9/10'. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was returned for evaluation. In an attempt to replicate the reported defect of multiple airs in lines, the sample was spiked to a bag of solution and then placed onto an infusomat space pump where it was primed and then stagger tested at 100,200,300 mlh. There were no air-in-line alarm observed at the time of testing. The reported defect for air in line was not confirmed. Although the defect was not identified at this time b. Braun is taking additional measures to address concerns with short tubing lengths resulting in potential air-in-line alarms. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.